Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and raw skin irritation under the back-therapy electrodes from the lifevest. The patient reported being allergic to tide detergent and was unsure if the irritation was related to the laundry detergent that was provided. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the skin irritation. Follow up indicated that the patient removed the lifevest and the cream helped the skin irritation to improve.